Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the reference electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported the generation of high ise (ion selective electrode) patient results on the au5800 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. In addition to the, the reference electrode being replaced on cell 2 of the au5800, the fse confirmed on the cell 1 of the au5800, the reference valve was defective. Replacement of both the reference valve and reference electrode resolved the issue. Beckman coulter internal identifier is (B)(4).